Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead alerted for oversensing with high rate non-sustained (hr-ns), non-sustained ven tricular tachycardia (nsvt) and sensing integrity counter (sic) episodes. The lead also had occasional t-wave oversensing (twos). It was revealed that the patient was operating a power auger/post-hole digger when the episodes occurred. The physician will continue to monitor the lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead. If information is provided in the future, a supplemental report will be issued.